Manufacturer narrative:
The operator troubleshooting found that the peristaltic tubing of the optics was punctured and the pump tubing was replaced. The user was not wearing the recommended protective eyeglasses during the time of the incident. Per the cell-dyn 3700 system operator's manual, personal protective equipment, such as laboratory coat, gloves and safety glasses should be worn when operating or troubleshooting the cell-dyn 3700 analyzer. The personnel performed the correct first-aid action by washing her face and consulted the infectious diseases doctor at the hospital. Based on the investigation which included review of product history, product labeling, and review of the complaint information, a product deficiency was not identified for the cell-dyn 3700 peristaltic pump lyse tubing related to this complaint incident.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The operator stated liquid splashed in her face and mouth when replacing the peristaltic tubing and removing the woc optics out of the black base on the cell-dyn 3700 analyzer. The operator was not wearing a face shield. The operator washed her face, was interviewed by a physician in the infectology department and had a serology testing. No specific operator information was provided. No injury to the operator was reported.